Event description:
Additional information received from the manufacturer's representative (rep) reported the last time they saw the consumer was on (B)(6). The rep. Couldn't recall if the consumer's pain and cramping had resolved or what the cause of these issues was.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported still having swelling that was constant since implant, pain, and felt a knot at the implantable neurostimulator (ins) site. The consumer had spoken to her doctor who will assess the site again at the next scheduled appointment. The consumer also felt her legs cramping on (B)(6) 2016. She had done walking, but this was the first time she had gone out and done anything and the cramping might just be from the activity. Additional information received from the consumer¿s daughter reported the consumer had new, sudden pain since (B)(6) 2016 from the nerve in her right leg that started at the ins site and went down the right leg. The consumer was in the hospital and given morphine for the pain. Further information received from the consumer¿s daughter indicated meeting with the doctor on (B)(6) 2016, who believed the device was malfunctioning. The consumer¿s cramping and leg pain was still occurring, but the swelling had gone down. No diagnostic testing had been schedule; however, an appointment had been set for the consumer to meet with a manufacturer representative. It was noted that the three-day trial was amazing for the consumer, but when she got the permanent implant it had been nothing but a pain. Follow-up was being conducted to determine cause, troubleshooting performed, and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Event description:
Additional information received from a manufacturing representative (rep) reported the patient was going to follow up with the on (B)(6) 2016. The patient did not feel well and cancelled her appointment to see the rep. They were going to meet on (B)(6). Further follow-up is being conducted to determine what troubleshooting or steps were performed, if the cause of the issues were determined, and if the issues had resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient's health care professional (hcp) reporting that when they saw the patient on (B)(6) 2016, they had low back pain radiating to bilateral lower extremities. There were no problems with the incision or incision site. They were unaware if the pain or cramping had resolved since the patient had cancelled their last two appointments. The hcp did not have more information about cause, resolution, or troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting the patient experienced numbness in their legs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the numbness in the patient¿s upper leg caused the patient to fall.